Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The customer reported complaint ¿clamp broke off completely¿ was replicated/confirmed. The instrument was found to have a broken grip. A piece measured approximately 0.184" x 0.684" was found to be broken off the yaw pulley and the broken piece was returned. This failure is most commonly caused by mishandling/misuse, such as excessive force applied to the instrument jaws. The instrument was found to have a broken conductor wire at the distal end.

Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the tip from the force bipolar instrument broke off and fell inside the patient after the instruments collided. The fragment was retrieved during the same procedure. The fragment fell inside the patient during an instrument tip/accessory collision. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the fragment was visually located and retrieved laparoscopically and it was confirmed there was no patient harm.